Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5174522/mw5174523: "replaced o2 bypass assembly to correct adjustable pressure limiting valve not releasing airway pressure in bag mode when set to minimum to prevent potential barotrauma to patient. Health code: 4580. Device code: 3012."